Manufacturer narrative:
The clinic was contacted for add'l info. The manager and the tech that was there for this procedure answered several questions. The procedure used the stereotactic biopsy method. The tip remains in the pt's breast and will not be removed unless the pt develops any problems associated with the tip. The tech stated the physician had removed the marker introducer tube before removing the probe, from the breast. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear." The device was not returned for eval. The batch history record was reviewed with no abnormalities noted.

Event description:
It was reported by the sales rep that during a breast biopsy using the mst11 probe the tip of the marker sheared off into the pt's breast. Tip is currently still in the pt's breast. Radiologist may attempt to retrieve the tip. Marker was discarded. Biocompatibility letter and component letter emailed to the account per the reps request.